Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of presence of foreign material in the device.

Event description:
It was reported to boston scientific corporation that a compliance endokit was being prepared for a procedure performed on (B)(6) 2025. During preparation, the technician retrieved an endo compliance kit and observed a worm-like insect, resembling a mealworm, inside the clear plastic wrapping surrounding the green kit. They chose not to use the affected kit and set it aside; out of concern for potential contamination. The procedure was completed with another compliance endokit. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a compliance endokit was being prepared for a procedure performed on (B)(6) 2025. During preparation, the technician retrieved an endo compliance kit and observed a worm-like insect, resembling a mealworm, inside the clear plastic wrapping surrounding the green kit. They chose not to use the affected kit and set it aside, out of concern for potential contamination. The procedure was completed with another compliance endokit. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Additional information: block g2 (report source) and block h10 (related report number). Block h6: imdrf device code a180104 captures the reportable event of presence of foreign material in the device.